Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via instagram post that the customer experienced low blood glucose. The customer's sensor glucose was 79 mg/dl but their actual blood glucose was 53 mg/dl. The insulin pump will not be returned for analysis.